Event description:
New information received after submission of the initial report confirmed that 70 ivl pulses were delivered followed by perforation that occurred upon deployment of a drug-eluting stent (des) in the presence of a complex lesion with eccentric calcium. The physician attempted to medically manage the patient's chest pain due to commodities and complexities. A papyrus covered stent was deployed to treat the perforation, however, hemostasis was not achieved. It was also reported that the patient died the day after the procedure. No additional information regarding the cause of death was provided.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the vessel perforation and patient death could not be definitively determined based on the information available. No ivl device malfunction was reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.

Manufacturer narrative:
The device referenced in this report is not expected to be returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. An evaluation of the reported issue is being investigated. After the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a vessel perforation occurred in a patient following stent placement after treatment with a shockwave c2 aero coronary intravascular lithotripsy (ivl) catheter. No device malfunction was reported, and no additional information regarding the procedure or patient outcome was provided.